Event description:
This report now summarizes 18 malfunction event(s), instead of 19.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced loss of electric function, which is not reportable. One of the devices had an updated results code following the completion of a device investigation.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 19 malfunction event(s), where it was reported the device experienced difficult to load/unload the cot in the ambulance. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 18 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 1 device is pending evaluation. Evaluation results findings (components/results). 1 device: appropriate term/code not available / results pending completion of investigation. 1 device: caster / deformation problem. 1 device: caster / mechanical problem identified. 1 device: rod/shaft / wear problem. 1 device: tube / deformation problem. 2 devices: chassis/frame / deformation problem. 2 devices: circuit board / electrical/electronic component problem identified. 2 devices: rod/shaft / deformation problem. 3 devices: fastener / device migration. 5 devices: chassis/frame / mechanical problem identified. There was no remedial action taken. This device is not labeled for single use.